Event description:
Doctor placed two convoy sheaths in patient. Both sheaths were positioned in the left atrium. Constellation catheter and rpm ablation catheter were inserted through sheaths. After isolation of the pulmonary veins, the sheaths were pulled back into the right artium. The convoy sheath was placed in the svc and constellation catheter was positioned in the svc. After svc was isolated constellation catheter was removed and conveys was pulled back to the ivc. The patient had many major movements and the sheath apparently advanced through the rvot and into the pulmonary artery with accelerations and perforation causing pericardial and left pleural bleeding. Patient expired.